Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2015 he was admitted for treatment of community acquired pneumonia. He reported slight drainage from driveline exit site beginning (B)(6) when there was trauma to it. Drainage was sent for culture on (B)(6) and grew staph aureus. Patient was empirically started on IV zosyn and vancomycin on (B)(6). Repeat cultures were done on (B)(6) were also positive for staph aureus. Per infectious disease consult on (B)(6) zosyn was discontinued and IV ceftriaxone and oral doxycycline were started. Abdominal ultrasound on (B)(6) was negative for abscess. CT of chest/abdomen on (B)(6) was negative for fluid collection around the driveline. Patient was discharged home on (B)(6) with instructions to complete 14-day course doxycycline for treatment of drive line exit infection and concurrent pneumonia, stop date was to be on (B)(6). On (B)(6) patient was readmitted for sepsis. ID consult from (B)(6) notes recent hospitalization and states driveline "does not appear to be infected currently." There were no repeat driveline exit site cultures and no signs of driveline exit site infection noted throughout that hospitalization. No additional information available.

Manufacturer narrative:
The pump ((B)(4)) was not returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump ((B)(4)); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.